Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: towards the beginning of the case, staff noticed that the heatshield of the corecath had broken, but stayed attached, where it meets the plastic when they withdrew it to clean the device using wet gauze. Staff immediately used a new handpiece. Towards the end of the case, staff noted while they were debulking tissue, the tip broke in the same manner as the first device, and the blue collar from the heatshrink flaked off onto the patient's lung. Staff were able to remove the flaked material from the patient. There was no patient injury. Device was being used at 25 watts, cut. It was activated in 2-3 second intervals. Staff were regularly cleaning the device with wet gauze. Investigation conclusion: the reported issue was confirmed. The heatshield is melted and degraded however, it still is attached to the electrode. The heatshield is pulled away from the catheter tubing however, remains attached to the catheter tubing. However, it cannot be determined how or when the heatshield was damaged. The lumen was cut approximately an inch from the black marker. It was additionally identified that the material that the blue landmark on the devices is made of was peeled/flaked/chipped and it is unknown if it was retrieved from or remained in the patient. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the heatshield on the corecath device was melted. It was also identified that the blue landmark material on the device was flaking. This report represents device 1 of 2 used during the procedure.